Manufacturer narrative:
(B)(4). This report was filed against an ex-us product (B)(4) which has a similar product (B)(4) distributed in the us. A retained kit of architect anti-hbc ii reagent, list number (B)(4), lot number 93475hn00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. The clinical sensitivity was evaluated. Reagent lot 93475hn00 detected one bleed earlier (B)(6) as the data provided by the manufacturer. As part of the evaluation the complaint records for the affected lot number were reviewed and did not identify any problems relating to this observation. All generated data demonstrate that the performance of the architect anti-hbc ii reagent, list number (B)(4), lot number 93475hn00, is not compromised and fulfills the package insert claims for sensitivity. Based on the evaluation results, no product deficiency was identified.

Event description:
A false (B)(6) result for the architect anti-hbcii was generated during the investigation of a different issue. The architect anti-hbcii was (B)(6) with lot 93475hn00, (B)(6) with lot 95625hn00. The same sample was (B)(6) with the axsym and the prism methods. No impact to patient management was reported.